Event description:
On (B)(6) 2013, patient contacted animas, alleging that all the buttons are unresponsive when pressed. Patient stated that the rubber keypad is intact. Patient acknowledged swims with the pump and that the pump was exposed to water. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 11/12/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/29/2013 with the following findings: visual inspection of the pump found some cosmetic damages and no visible damage to the keypad. Investigation was unable to duplicate the unresponsive button complaint. All the keypad buttons responded properly to presses. Removal of keypad cover found no contamination or damage to any of the button contacts. A leak was found on the display lens. When the pump casing was opened, moisture was found throughout the interior of the pump including on the keypad flex connector.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.